Event description:
Additional information noted programming changes could not be implemented due to the patient being admitted to the hospital for cardiogenic shock.

Manufacturer narrative:
Corrected data: h6 codes and b5 were refreshed to show the patient experienced cardiogenic shock.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was under-sensing leading to incorrect interpretation of diagnostic signal. The patient was asymptomatic. No changes were made and there were no consequences to the patient.